Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 172 mg/dl. The customer stated that the up and down arrows are not working. The customer stated that the keypad has been exposed to moisture form sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 172 mg/dl. The customer stated that she is wearing the pump in her bra. The customer was unable to complete the troubleshooting because the up and down arrows keys does not work, can not run selt-test. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.